Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator manifold was leaking. There was no patient involvement. The customer called technical support for the part number for the oxygen manifold and the v60 service manual. The customer was provided with the part number and manual.